Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having sensor issues. Customer stated the sensor was alerting sensor glucose not available and when removed half of the cannula was missing. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the sensor would be replaced. No product is expected to return.